Event description:
Event: (cc# 98-00743) after iabp for two weeks, the iab leaked. On 1/27/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 6/17/98. [Patient's current status]: unk - rpt'd 6/17/98.